Event description:
On (B)(6) 2011 a doctor reported that a crown that had been placed with breeze se cement de-bonded.

Manufacturer narrative:
Crown came off when doctor was cleaning off excess material. Crown was recemented with another syringe of breeze without further incident. Per doctor, the syringe used was not refrigerated as indicated in the IFU. No prescription medication was required to treat the patient. Product was returned by the customer as well as a retain sample was evaluated for gel set time met product specifications. A review of the DHR indicated that there were no non-conformance or variances in the manufacturing process. A review of complaint database trending indicated there were not similar complaints received for this lot. These investigation results indicated that this incident was not the result of product failure and may be related to the product not being refrigerated as indicated in the IFU.